Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. No devices received, log review only.

Event description:
It was reported that the syringe module infused an incorrect dose of fentanyl. The event occurred on (B)(6) 2021 the infusion time frame was roughly between 1700 to 2100. The units were then sent to the hospital's biomed shop and was repaired. It was then noted their pharmacy department, who has the keystroke report, determined that the nurse set the program wrong. The customer is asking the manufacturer to check the logs to determine if the pump alarmed as it should. However, the customer expressed confusion because usually the device would not alarm, unless there is a problem (such as an occlusion or device fault) and not for user error in wrong programming. There was patient involvement and there as harm, although unspecified.

Manufacturer narrative:
A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the syringe module infused an incorrect dose of fentanyl. The event occurred on june 24, 2021 the infusion time frame was roughly between 1700 to 2100. The units were then sent to the hospital's biomed shop and was repaired. It was then determined by their pharmacy department, who has the keystroke report, that the nurse set the program wrong. The customer is asking the manufacturer to check the logs to determine if the pump alarmed as it should. However, the customer expressed confusion because usually the device would not alarm, unless there is a problem (such as an occlusion or device fault) and not for user error in wrong programming. There was patient involvement and patient harm. Patient required intubation and the administration of naloxone. Patient was successfully extubated, but then required re-intubation for reasons not directly tied to event. Most recent information available indicates the patient is still alive.